Event description:
Olympus was informed that during setup for an unspecified procedure; a hospital employee felt an electric shock that went up her right arm to her elbow when she was plugging in an endoscope into the video processor. The employee went to the emergency room and was released with no issue found. The user facility stated that they have had occurrences of static electricity at the facility.

Manufacturer narrative:
The device has not been yet returned to olympus for eval. The user's experience cannot be conclusively determined. If add'l info becomes available at a later time, this report will be supplemented.